Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a lost sensor alert. The sensor had been inserted for two days. After troubleshooting, the customer was advised to change the sensor. The customer removed the sensor and found that the electrode was not visible on the sensor base. Customer was advised that it might be retracted. The sensor would be replaced and returned for analysis. Blood glucose value is unknown.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found the sensor cannula retracted inside of the sensor. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.